Manufacturer narrative:
Correction to the initial MDR in the field b5 and h6.

Event description:
It was reported that the patients ipg was no longer working as intended after it was fried from a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg revision procedure due to an unknown reason.